Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a gastric plasty reconstruction procedure performed on (B)(6) 2025. During the procedure, the suture could not pass from the needle driver to the anchor exchange causing the device to got stuck with tissue in the middle. Another of the same device was used and the same situation happened. The procedure was cancelled. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Note: this report corresponds to the first of two overstitch endoscopic suture system used in the same procedure.

Manufacturer narrative:
Block h6 imdrf impact code f101 is being used to capture the reportable event of cancelled/rescheduled - post sedation/sedation unknown. Device code a150208 is being used to capture the reportable event of needle shaft stuck. Device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Manufacturer narrative:
Block h6: imdrf device code a150208 is being used to capture the reportable event of needle shaft stuck. Imdrf device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Additional information: updates in blocks b1, b2, b5, d4, h1, h4, and h6 due to additional information received on february 21, 2025.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during a gastric plasty reconstruction procedure performed on (B)(6) 2025. During the procedure, the suture could not pass from the needle driver to the anchor exchange causing the device to got stuck with tissue in the middle. Another of the same device was used and the same situation happened. The procedure was cancelled. There were no patient complications reported as a result of this event. Note: this report corresponds to the first of two overstitch endoscopic suture system used in the same procedure. Additional information received on february 21, 2025: a grasper was used to remove the suture from the needle driver. The procedure was completed with the original device in both cases.